Manufacturer narrative:
We received one 746f8 catheter without the tray and the monoject 1.5cc limited volume syringe for examination. The reported event of "low cardiac index readings" was not confirmed. The catheter passed in-vitro calibration on the vigilance ii monitor. The catheter ran cco on a vigilance ii monitor for 5 minutes with no error messages. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.1°c when submerged in a 37.1°c water bath. Thermistor temperature reading accuracy is +/- .3° c per the vigilance manual. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. The catheter body was examined and found to have two kinks 84cm and 71cm proximal of the catheter tip and there is rippling in the catheter body 37cm proximal of the catheter tip. This condition indicates the catheter has been stretched and the thermistor wire has rippled inside the catheter tube. Lot number was not provided; therefore review of the manufacturing records could not be completed. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that cardiac index readings were low (1.4-1.6) during an open heart procedure. Only sv02 was reading correctly. A mixed venous blood gas was necessary to get accurate ci. No error messages were observed on the monitor. No patient complications were reported.